Manufacturer narrative:
This product was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 58-year-old female patient, during the third shock a spark was seen from these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The one-step CPR a/a, lot#2423 pads were returned to zoll medical united kingdom for evaluation. Our evaluation of the electrode pads did not observe the reported issue. The logs were reviewed from the event date of 9/13/24. The log verified that the device discharged energy for the first 2 shocks (120j and 150j) with a patient impedance of 62 ohms and 82 ohms. However, during 3rd shock, the device discharged 308j energy on a 200j selection with 167 ohms suggesting poor patient contact with the electrode pads. This poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the electrode pads and patient. The returned pads do not show evidence of poor preparation, but we did find non-electrode material adhered to one of the pads. Inspection of the returned pads observed sign of spark from the apex/lateral pad. The r series operator's guide, pn: 9650-0912-05, states, do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns. The pads were scrapped at zoll UK. We were unable to determine if the material adhered to the electrode was pre or post event. Analysis of reports of this type has not identified an increase in trend.